Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported the ok button was unresponsive. The patient stated that while being on a lake the pump got moisture in it. The patient reportedly wore the pump in a pocket and did not clean it. The keypad was reportedly intact. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the pump was returned with visible moisture in the display lens. A display lens leak was found during in house leak test. All keys are responsive to user input. The keypad was removed: no contamination was found under the key contacts. Pump powers on to verify screen with audible and vibratory alarms. Unable to download information for review due to moisture ingress.